Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 600 mg/dl, blood glucose was 384 mg/dl at the time of call. The customer's mother treated high blood glucose with insulin pen. The customer experience symptoms like nausea and fatigue due to high blood glucose. The customer's mother was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.